Manufacturer narrative:
A steris service technician arrived onsite and found black dust present on both of the suspension arms of the harmonyair g-series surgical lighting system. Further inspection indicated that the systems brakes were worn and required replacement. The technician installed new brakes and confirmed the unit to be operating according to specifications and returned the lighting system to service. The lighting system was installed in 2017 making it approximately 7 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The operator manual states, "warning - personal injury hazard and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular performance of routine maintenance. Contact steris service engineering to schedule preventive maintenance." The preventive maintenance section of the operator manual further states (section 7.2), "regular service and maintenance must be performed only by steris or a steris-trained technician. Any work performed by inexperienced or unqualified persons or the installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage. Under no circumstances should this equipment be serviced without the maintenance manual. The maintenance manual can be purchased by contacting steris customer service. A detailed preventive maintenance schedule and replacement parts list can be found in the maintenance manual. The maintenance manual can be purchased by contacting steris customer service. Preventive maintenance is essential in keeping this equipment in optimal working condition. Steris recommends establishing an annual maintenance agreement with steris service. Preventive maintenance and regular service must be performed according to the maintenance manual in order to comply with the requirements for essential performance and compliance with electromagnetic compatibility." The harmonyair g-series maintenance manual includes an interval based preventive maintenance guide which includes instructions to remove knuckle covers, tighten and/or remove brake screws, adjust tension as required, re-install covers and clean work area. The technician counseled user facility personnel of the importance of conducting proper preventive maintenance activities. No additional issues noted.

Event description:
The user facility reported that while a patient was being prepped for a surgical procedure, "black dust debris" fell onto the patient from their harmonyair g-series surgical lighting system. A procedure delay occurred as the patient was transferred to another area to complete the procedure. No report of injury.